Manufacturer narrative:
(B)(4). Batch # p4rj59. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open CABG, the blade tip was broken off outside the patient. But no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Corrected data = type of reportable event. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: the sheath was broken off but the broken pieces were retrieved. The blade was not broken and no pieces were left inside the patient. For clarity, which portion of the device is being referred to as the sheath? Is the housing portion (with the activation buttons) the sheath? Is the grey portion (which holds the blade) the sheath? The tip of the plastic covering the blade was broken. No further information will be provided.